Manufacturer narrative:
Complaint conclusion: during an endovascular treatment, a saber balloon catheter (rx 2mm x 25cm x 155cm) was delivered to the lesion in the superficial femoral artery and inflated to five atmospheres (atm), but the balloon would not inflate further. The balloon was deflated, and a rupture was confirmed due to blood leakage. The lesion was described as having 99 percent stenosis. The catheter was never in an acute bend. The balloon catheter did not kink while being used. The device did not have to pass through a previously placed stent. The product was removed intact (in one piece) from the patient and replaced with another saber balloon catheter to continue the procedure. No other anomalies were noted when the device was removed from the patient. There was no patient injury reported. Initially, the lesion was crossed using an unknown guidewire. The procedure was successfully completed using an unknown drug coated balloon. The saber balloon catheter had been stored in hygiene managed storage and was inspected after removal from the tray with no visual anomalies noted. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. The same indeflator was used successfully with other devices. The product was not returned for analysis. A product history record (phr) review of lot 17605001 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. With the information available and without return of the product for analysis it is not possible to draw a clinical conclusion between the device and the reported event. However, vessel characteristics as ninety-nine percent stenosis and procedural factors may have contributed to the reported event. According to the warnings in the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, during an endovascular treatment, a saber balloon catheter (rx2mm25cm155) was delivered to the lesion in the superficial femoral artery and inflated to 5 atmospheres (atms), but the balloon would not inflate further. The balloon was deflated, and a rupture was confirmed due to blood leakage. The device was removed from the patient and replaced with another saber balloon catheter to continue the procedure. Initially, the lesion was crossed using an unknown guidewire. The procedure was successfully completed using an unknown drug coated balloon. The lesion was described as having 99% stenosis. The saber balloon catheter had been stored in hygiene managed storage and was inspected after removal from the tray with no visual anomalies noted. There was no patient injury reported. The device was clinically used and will not be returned for analysis due to infectious disease. The device has been discarded due to infectious disease. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. The same indeflator was used successfully with other devices. The catheter was never in an acute bend. The balloon catheter did not kink while being used. The device did not have to pass through a previously placed stent. The product was removed intact (in one piece) from the patient. No other anomalies were noted when the device was removed from the patient.